Event description:
Event description guidant received information that this ventricular implantable lead displayed loss of capture. It was also noted that it was not sensing or pacing appropriately 10 days after implant.